Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The cycler weighed fill volumes were found to be within tolerance. The cycler underwent a system air leak test, load cell verification, and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. Based on the available information, there is no allegation or objective evidence that a liberty select cycler product issues or deficiency caused or contributed to the patient¿s death. Currently, the cause of death remains unknown and the esrd death form is not available. It was reported the cycler was not suspected to have caused the patient¿s death and the patient is suspected to have died of natural causes. Moreover, the patient had several mortality risk factors including esrd, cad, copd, emphysema, cardiomyopathy, diabetes mellitus (type 2), and hyperlipidemia. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired on (B)(6) 2019 while connected to the liberty select cycler. The peritoneal dialysis registered nurse (pdrn) indicated that the patient had ongoing cardiac and pulmonary complications and was found unresponsive that morning by the husband. Emergency medical services were called and cardiopulmonary resuscitation (CPR) was initiated. Reportedly the patient did not respond and as a result the patient¿s husband requested withdrawal of resuscitation efforts and the patient subsequently expired. Per the nurse, the patient¿s husband indicated there was nothing untoward during the pd treatment (B)(6) 2019 and there were no cycler alarms or issues. Additionally, the nurse reported the patient was completing pd treatments prior to death without any issues and no there were no reported pd related complications, such as fluid volume overload, that could have been a contributing factor in the patient¿s death. Reportedly, the family believes the patient died of natural causes and did not want an autopsy. At the time of this report the cause of death is unknown as the end stage renal disease (esrd) death form has not been provided; although requested. However, the nurse stated the cycler is not suspected to have caused the patient¿s death. The patient¿s family was expected to deliver the patient¿s liberty select cycler so it can be returned to the manufacturer. As of the date of this report, a cycler has not been returned.